Event description:
Patient reported rinsing her eye with the solution and experienced pain, burning and cloudiness of the eye. She visited (B)(6) emergency department on the same day and was diagnosed with a corneal ulcer. The patient was treated at the ER with proparacaine and erythromycin. The patient experienced eye pain after being discharged form the emergency department and visited her optometrist on the same day. The optometrist diagnosed the patient with a corneal abrasion. The abrasion was located in the central cornea and is 5mm or greater in size. The patient was treated with artificial tears, antibiotic/steroid drops and a bandage contact lens. The patient stated she is no longer under treatment and is recovered.

Manufacturer narrative:
The device was returned and is currently being evaluated. (B)(4).